Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) reaching 628 (mg/dl). Reportedly, the customer believed the pump was not delivering insulin due to elevated bg. A bolus via the pump and manual injections were used to address bg. The customer also restricted carbohydrate intake and drank water. The customer declined troubleshooting with tandem technical support for elevated bg. Reportedly the customer reverted to manual injection for insulin therapy.